Event description:
It was reported by the plaintiff's attorney "on or around (B)(6), 2004," the plaintiff was implanted "with a pelvic mesh product" to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia and other injuries." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.